Manufacturer narrative:
Concomitant medical products: e2dr01 ipg, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ipg exhibited a telemetry issue and the right ventricular (rv) lead exhibited high impedance, the ipg remains in use and the lead remains in place and will be replaced at a future time. No patient complications have been reported as a result of this event.